Manufacturer narrative:
The following physical damage on the insulin pump was noted: a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay the select button. No damage noted on the belt clip rails. Unable to perform the displacement test due to missing retainer. The test p-cap and reservoir will not locked in place in the reservoir compartment due to missing retainer.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown. Troubleshooting was performed and noticed the top of the reservoir the rubber ring had came off. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump was returned for analysis.